Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for non-malignant pain and peripheral neuropathy. It was reported that the patient had the implant on (B)(6) 2016 and the rep was seeing the patient for the first day post-operative appointment on the morning of 2(B)(6) 016. The patient needed bilateral foot coverage. The patient got appropriate coverage when lying down, sitting, or sitting upright; however, when the patient was standing upright coverage switched to the left side. It was noted that this only happened when the patient was standing upright. It was noted that impedance was within normal limits. The rep was to see the patient about two weeks from (B)(6) 2016. Additional information was received from the rep. It was reported that the neurosurgeon attributed the issue to fluid. The rep saw the patient on (B)(6) 2016 and the issue had resolved; the patient had good bilateral coverage. On (B)(6) 2016 the patient reported that they had shocking and overstimulation since (B)(6) 2016, the day of implant when manufacturer representative (rep) turned stim on. It was noted that the symptoms were getting worse, everyday their feet were getting worse. They felt fine in the morning but after walking and standing all day it started to feel like someone was chewing on their feet and was gradually getting worse. The patient also takes oral medications in conjunction with their stim. It was very uncomfortable. The patient started that the shocking and overstimulation was occurring intermittent, only happened if the patient was programmed and increased stim when sitting down and then tries to stand up. The device was checked with the programmer and it read stim on. The patient was going to call their manufacturer representative (rep). The patient had 3 hd groups and one non-hd. The rep only programmed the non-hd group for two programs and two for each leg. The hd options only address their left foot and leg. There was no program 2, only an option to adjust the rate which would not add stim to the other leg. It was recommended that the patient not change the rate. The patient stated that they would call their rep to be reprogrammed/add additional functionality to existing hd programming. There was no stim on the right leg on any program and the patient stated that they were getting shocked and overstimulation when sitting while reprogrammed or changing programming. The patient only ever changed programming when standing up. The patient described being electrocuted and being shocked half to death. The implantable neurostimulator (ins) was on regulator programmer for group a and had 2 programs 1 for each foot/leg; group b, only one program for left leg; group c, rate (B)(4) and program 1 for left leg; group d, program 1 left leg rate (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.